Event description:
A caller reported experiencing an error identified as continuous glucose monitor (cgm) error 42 on their device. Blood glucose levels were not adversely impacted by this issue. Technical support assisted the caller with a reset of their pump, resolving the error, and successfully starting a new sensor session.